Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and it was confirmed that the same malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues arose.